Event description:
Report sent to breas (B)(4). Device investigated by breas service center in (B)(4). The unit was reported to have a defective internal battery. The internal battery was replaced and this solved the problem. Based on the information received, the potential risk associated with the reported event is classified as critical since a defective internal battery - if used as last power source - will terminate treatment with a high priority power fail alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.